Event description:
Customer reported discrepant value occurred in the device memory. A value of 111 mg/dl displayed and customer stated did not receive the result. Customer noticed the value after replacing the device battery due to a power issue. No treatment. No controls used. Using expired strips. A request was made for return product and replacement product sent.